Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. The complaint is not reporting any device malfunction. It was reported that coronary atherosclerosis occurred. It is noted that atherosclerosis is a condition of the patient and is not as a result of device use. The synergy ii stent is used to treat atherosclerosis. The hospitalization and requirement for medication were likely a result of the patient condition.

Event description:
It was reported that atherosclerosis occurred requiring medication. In (B)(6) 2020, the patient presented to unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The 47 mm long, 99% stenosed target lesion was located in the distal right coronary artery (rca) extending up to the right posterior descending artery (r-pda) with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation followed by the placement of a 2.50 mm x 28 mm synergy stent overlapped with a 3.00 mm x 24 mm synergy stent. Following post dilatation, the residual stenosis was noted to be 0%. Three days later, the patient was discharged on clopidogrel and other antiplatelet medications. In (B)(6) 2024, the patient was diagnosed with coronary atherosclerosis and was hospitalized on same day for further treatment. At the time of the event, the patient was on clopidogrel and other antiplatelet medications. Medication was given to treat the event. After three days, the patient was discharged from the hospital. At the time of reporting the outcome of the event was considered to be recovering/resolving.

Event description:
It was reported that atherosclerosis occurred requiring medication. In (B)(6) 2020, the patient presented to unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The 47 mm long, 99% stenosed target lesion was located in the distal right coronary artery (rca) extending up to the right posterior descending artery (r-pda) with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation followed by the placement of a 2.50 mm x 28 mm synergy stent overlapped with a 3.00 mm x 24 mm synergy stent. Following post dilatation, the residual stenosis was noted to be 0%. Three days later, the patient was discharged on clopidogrel and other antiplatelet medications. In (B)(6) 2024, the patient was diagnosed with coronary atherosclerosis and was hospitalized on same day for further treatment. At the time of the event, the patient was on clopidogrel and other antiplatelet medications. Medication was given to treat the event. After three days, the patient was discharged from the hospital. At the time of reporting, the outcome of the event was considered to be recovering/resolving.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).